Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that arrhythmia occurred requiring medication. In (B)(6) 2019, the subject presented with stable angina was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) extending up to middle lad with 70% stenosis and was 32 mm long with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of a 3.50 mm x 16 mm and 3.00 mm x 20 mm synergy stent systems. Following post-dilatation, the residual stenosis. Was noted to be 0%. Four days after, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2021, the subject was diagnosed with abnormal heart rhythm of unknown cause and was hospitalized on the same day for further evaluation and treatment. The subject was on aspirin and clopidogrel at the time of the event. The event was treated medically. Four days later, the subject was discharged from the hospital. At the time of reporting, the event was considered to be not recovered/not resolved.